Manufacturer narrative:
(B)(4). The device was not returned for analysis. In this case, it is likely the device interacted with the anatomy during advancement resulting in the reported failure to advance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and reported treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the proximal circumflex coronary artery. A 2.8x19mm graftmaster failed to cross due to the patient anatomy. The 2.8x19mm graftmaster was removed without issue and a 2.8x26mm graftmaster was deployed at 12 atmospheres for 60 seconds, sealing the perforation. However, the patient went into cardiac arrest, cardiopulmonary resuscitation was unsuccessful and the patient expired. It is the physician's opinion that the 2.8x26mm graftmaster device did not cause or contribute to the patient death, the device sealed the perforation. No additional information was provided.